Event description:
It was reported that a balloon rupture occurred. A 10 mmx2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed by using normal method without any problem and the procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).